Event description:
Ivus [intravascular ultrasound] catheter was prepped in the normal fashion and inserted over .014 wire. No image appeared when activating. A new product was opened to finish the case.